Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, erbe energy activation error. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the customer to confirm that yes, the ports were placed in the patient when the issue occurred and the surgeon continued using the same ports to do the procedure laparoscopically. The procedure was completed with no patient harm and less than a 10-minute delay.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the esu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The esu was analyzed and found that the unit was returned for failure analysis, and the reported failure (erbe energy activation error) was confirmed and reproduced on erbe connected to system. Visual inspection:(the unit heat sink paint faded.) (C-33/c-34 errors start-up) erbe unit that was placed on golden system and was run in normal mode. Failure analysis concluded that no root cause could be attributed to this issue. As a result of these findings the unit will returned to OEM for additional failure analysis. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component failure.